Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the pacemaker-dependent patient has ischemic cardiomyopathy and severe functional mitral valve regurgitation. The patient experienced increased shortness of breath and doe over the past year and was implanted with a crt-d in 2014. The patient condition improved slightly after the crt-d implant in 2014, but began to decline again. The lead was explanted and replaced. The patient tolerated the procedure well and no complications were observed.